Event description:
It was reported that the customer was experiencing high blood glucose of 565 mg/dl. It was stated that the insulin pump suggested treating with 20 insulin units but customer thought it was too much and treated only with 8 units but received a no delivery alarm. The alarm was resolved by changing the entire site. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, and basal rates are set up correctly. Bolus wizard settings are unknown. Insulin pump passed the high pressure test. No delivery and check setting alarms found in the history. Previous cannula was not bent. Customer declined to remove current infusion set. Customer's wife stated that the customer does not fill cannula on his infusion set and also she thinks the problem is he did not get enough insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.